Event description:
A customer reported that there was vacuum and phaco issues during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed and attributed to a non-conforming ultrasound (u/s) handpiece. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 5, 2007. Based on qa assessment, the product met specifications at the time of release. The reported events were confirmed and attributed to a non-conforming u/s handpiece. There was no problem found in the system. (B)(4).